Manufacturer narrative:
Upon investigation the returned device showed a dull cutter. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. When performing the thumb advancer stroke, the sheath became separated from the hub. The safety release button was activated, the starclose device was removed and a second starclose device was successfully deployed. Hemostasis was achieved with the second starclose device. There was no pt injury reported.